Event description:
A customer contacted beckman coulter inc. (Bci) stating they noticed a1c reaction errors were occurring and checked the reagent syringe. The customer found the reagent syringe barrel loosened. After tightening the syringe, the results were acceptable. No results were reported outside of the laboratory. There was no affect to patient.

Manufacturer narrative:
Bci customer technical support (cts) sent the customer a replacement reagent syringe and requested they send the replaced syringe for investigation.